Event description:
It was reported that during preparation of the clip delivery system (cds), a leak was observed once the delivery catheter (dc) was tipped downward. Fluid was observed leaking out around the luer. Upon further inspection, fluid was observed on the inside of the dc handle chamber, outside of the lock knob volume (lkv). Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported difficulty opening the clip (difficult to open or close). The reported leak/splash, however, was confirmed. Additionally, it was noted that the actuator mandrel was bent at the region that goes through the septum, mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation determined that the reported difficulty opening the clip, along with the reported and observed leak and the observed bent actuator mandrel, may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.